Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: embedment, thrombosis/embolism and device unable to be retrieved. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Concomitant medical products and therapy dates: cordis sheath, cordis dilator, unknown guidewire. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: embedment, thrombosis/embolism and device unable to be retrieved. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to cerebral spinal fluid leak secondary to intracranial hemorrhage and neurosurgical procedures, patient was unable to have lovenox. The filter was deployed successfully without complication at the level of l2 vertebral body, and completion venogram was obtained demonstrating adequate placement. Approximately 1-month post implantation patient had an attempted but unsuccessful percutaneous removal procedure. After being snared, the doctor was only able to collapse one-third of the filter into the sheath. After a few attempts of trying to recover the filter and secondary to the resistance intraoperative consultation with a doctor from vascular surgery was obtained. The second doctor scrubbed in and felt the resistance. Based on the length of the filter had been in, as well as the potential for injury to the cava, the doctor recommended not trying to further remove the filter. There was a question whether there may have been some mild clot within the filter and the patient was placed on anticoagulation post procedure. The filter was able to be redeployed at the exact same spot by unsheathing the filter and it did not migrate with fluoroscopy. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 1-month post implantation. The patient reports filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to cerebral spinal fluid leak secondary to intracranial hemorrhage and neurosurgical procedures, and patient was unable to have lovenox. The filter was deployed successfully without complication at the level of l2 vertebral body, and completion venogram was obtained demonstrating adequate placement. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to embedment, thrombosis/embolism and device unable to be retrieved. Approximately 1-month post implantation patient had an unsuccessful percutaneous removal procedure. After being snared, the doctor was only able to collapse one-third of the filter into the sheath. After a few attempts of trying to recover the filter and secondary to the resistance intraoperative consultation with a doctor from vascular surgery was obtained. The second doctor scrubbed in and felt the resistance. Based on the length of the filter had been in, as well as the potential for injury to the cava, the doctor recommended not trying to further remove the filter. There was a question whether there may have been some mild clot within the filter and the patient was placed on anticoagulation post procedure. The filter was able to be redeployed at the exact same spot by unsheathing the filter and it did not migrate with fluoroscopy. Per the patient profile form (ppf), the patient reports filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.